Event description:
The physician deployed the ivc filter via the femoral approach. At the time that he separated the device from the delivery device, the filter was noted to not open up fully. The legs appeared straight out and did not appear to be intertwined. Within a very short time (about 1 second) the filter migrated high in the vena cava up through the right atrium to the right ventricle and flipped around with the feet in the left pulmonary artery. The physician was able to see the migration, which was surprisingly fast, on the c-arm monitor. The physician was able to confirm with the c-arm unit that the device never opened and that it was located in the pulmonary artery. The pt was then brought to the cath lab, later the same day in hopes of percutaneous attempt at snare retrieval. Initial check of the filter revealed it to remain in the left pulmonary artery with the limbs not completely deployed. There was no apparent crossing of limbs as could be identified. The hook of the filter was pointing toward the pulmonic valve. The eight french sheath was left in place and a six french multipurpose guide catheter was then advanced with a guidewire successfully beyond the recovery filter and the guidewire was then advanced into the left main pulmonary artery without difficulty. The multipurpose catheter was advanced to this level as well. Following this, the physician then removed the nine french sheath, the guide catheter, and advanced the tulip recovery filter sheath, which was an eleven french size through the iliac vena cava and into the pulmonary artery. During this time, both a six and interventionally an eight french guide catheter and a long gooseneck snare 30 mm in size were utilized. Finally an ar1 guide catheter was advanced and successful capture of the filter was obtained. With gentle traction, the sheath was advanced as far as possible and successful filter capture and encroachment into the eleven french sheath was performed. The pt tolerated the procedure well. It should be mentioned that prior to removal of the sheath, pulmonary angiogram demonstrated no apparent injury or hemorrhage from the pulmonary vessels.

Manufacturer narrative:
Eval: no product was returned to assist in this investigation. An external clinical review indicated that some possibilities regarding the filter not opening are: 1 malposition - in gondal or other small vein that lies adjacent or over the ivc. This is a classic pitfall of jugular delivery. 2. If an existing indwelling line is exchanged out and used for the filter access. There is a theory that a fibrin sheath formed on the existing line may trap the filter. 3. Synechia, bands of tissue that result from partially reabsorbed thrombus, could easily constrain a filter and be difficult to see on angio. 4. If the cava is compressed by a tumor or aneurysm, the filter may not open properly. Or, 5. It could relate to some kind of filter problems - metal composition, etc. These are listed as possibilities of what may have occurred. Unfortunately, an exact root cause in this case could not be determined based on the info known.